Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, regarding the "no sdi output" phenomenon, it is likely due to a damaged dx board. Related to the "image not displayed when a 180 scope is connected" phenomenon, it is likely this occurred due to a fault patient board. Lastly, regarding the "black and white image is displayed only when a 190 scope is connected" phenomenon, it is likely due to a faulty dp board. The cause of the damaged dx board, faulty patient board, and faulty dp board could not be identified. The instruction manual identifies the following troubleshooting verbiage in chapter 9: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The olympus service center found scratches on top cover, faded front panel, worn out video connector latch, discolored new version main switch, and damaged sdi1 connector on circuit board. No image with 180 scopes and black & white image only with 190 scopes due to faulty printed-circuit board. Updated software to version 4.10. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the printed-circuit board failed. This report is being submitted for the event found during evaluation. There was no patient involvement.